Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer experienced low blood glucose levels of 48 mg/dl. It is unknown what caused the customer to experience the low blood glucose levels. The nurse wanted assistance to check the insulin pump's settings. The nurse believes the customer delivered too much insulin to their body. The nurse was assisted with reviewing the customer's bolus records on the device and found that the customer delivered a bolus to themselves while they were already experiencing low blood glucose levels.